Event description:
It was reported that a heart block occurred. A watchman access system (was) double curve and watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During the trans-septal puncture, prior to use of the was or wds, the atrioventricular node was touched before the needle crossed the septum. At this time, the patient went into a heart block for which they were put on a temporary pacemaker. The physician proceeded with the implant procedure and was it was successfully completed without complications. The patient is stable, and was kept on the temporary pacemaker until discharged home the following day. The patient is doing well with no further complications and the device remains implanted.